Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The control board was replaced to resolve the issue.

Manufacturer narrative:
No report of patient involvement. Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.